Manufacturer narrative:
One cadd legacy pump was returned for analysis. Event history log review was performed and found evidence of reported problem. Visual inspection and functional check were performed. The customer's reported problem was confirmed. The pump was found to be displaying "service due 25" message on power up during the investigation. According to the investigation, the "39" is not an error code but a code that associated with the message. It was previously occurred and found in the pump's event history logs. Investigation recommended an internal real time clock lithium battery to be replaced. The problem source of the reported problem is design.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd legacy pump exhibited "error 39". No patient was involved in this event. No adverse effects were reported.